Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have not yet been recovered. Initial evaluation included a review of the downloaded data. The downloaded data does not indicate any device malfunction that would cause or contribute to the patient's death. Asystole is considered a non-life sustaining rhythm.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Review of the download data indicates that the patient received one shock during asystole on (B)(6) 2017. Oversensing of intermittent cardiac activity contributed to the false detection. The lifevest was shutdown after the shock and the patient passed away the following day not wearing the lifevest. There is no indication that the lifevest caused or contributed to the patient's death. Asystole is considered a non-life sustaining rhythm.